Event description:
Additional information received from the consumer reported steps taken included resetting the device from 8 volts to 2 volts. The ins reportedly "was not moved," noting it just needed reset.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v998462, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported pain at implantable neurostimulator (ins) site in (B)(6) 2015. During that same month, the patient had gotten radiation therapy on her neck for laryngeal cancer and a pet scan showed a mass in her pelvic region after which a hysterectomy was performed. The ins had been moved intraoperatively. On (B)(6) 2015, the patient had a loss of urinary control and started medication that "made [her] go to the bathroom." A poor communication screen was seen, but resolved after confirming antenna was secure and resynching with the ins. Three weeks later, the movement of the ins issue had been resolved and the device was working okay after reprogramming. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.